Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter and test strips have been returned on 4/24/2015 and evaluated by lifescan product analysis on 4/30/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the test strip vial label was found to have some damage to a piece of non-critical information but is still readable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the subject meter started reading inaccurately. He alleged that on date and time unknown, he obtained inaccurately high blood glucose results with the subject meter compared to another meter (accu-chek), performed within 30 minutes of each other. No results were provided for either meter. The patient manages his diabetes with a combination of medication, including byetta injections and metformin and glimepiride tablets. He denied making any changes to his usual diabetes management routine as a result of obtaining the alleged inaccurate readings. He reported that ¿30-45 minutes¿ after obtaining the alleged inaccurate results, he developed symptoms of ¿nervous and shaky¿. He denied receiving any treatment for his symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. However, the patient¿s testing steps were incorrect as the patient did not wash his hands prior to testing. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.